Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. The isi did receive the mtm and performed the failure analysis. The mtm was analyzed and failure analysis investigation was unable to reproduce but confirmed the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. Tests were performed via diagnostic test engineering (dte) and matlab passed. The mtm2 was functional.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system was getting repeated recoverable faults. The customer tried recovering from the faults but eventually had to disabled master tool manipulator (mtm) left, the customer then tried power cycling; however, the issue persisted. The customer had a secondary surgeon side console (ssc) in the room and is working through the procedure with that ssc. The procedure was completed with no reported injury.